Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while attempting to fill the cartridge with insulin. Multiple cartridges were used. Customer changed the syringe needle and cartridge was filled. There was no reported impact to customer's blood glucose.